Event description:
The customer reported physical damage to the insulin pump. The customer was advised to discontinue use of the device and to return it for analysis and a replacement. The customer's blood glucose value was unknown. No further information was provided.

Manufacturer narrative:
Findings: pump received with minor scratched display window. Unit received cracked case at display window corner. Unit received with broken battery tube threads. Pump received with broken reservoir tube lip. (B)(4).